Event description:
Patient scheduled for a right laparoscopic bowel resection. During the case 3-0 silk suture was used. One needle broke in half and both portions were found. The suture needles were also bending.